Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during vats surgery, the stapler bent and the device operator was not able to fire it. No other adverse events reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: evaluation summary is pending investigation conclusion.

Manufacturer narrative:
H3- evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during the vats procedure the instrument would not fire and the instrument bent. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported condition was not confirmed. Although a review of the instrument device history records indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture, this lot was subject to a field safety corrective action. Subsequently, the complaint data did not display an increased trend. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (3263); results (3233); conclusion (11). Manufacture reference number: (B)(4) evaluation summary evaluation summary is pending investigation conclusion. Corrected: d10, h3, h6, g4 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.